Manufacturer narrative:
(B)(4). Batch # unk. Date of event is unknown.

Event description:
It was reported that during a lap cholecystectomy, the clips malformed and dislodged within the jaws (dropped out). Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information received: one photo was received for review. Upon visual inspection of the photo, the following was observed: the photo shows the jaws of a device with two clips present. One clip can be seen not fully formed and sideways at the tip of the jaws and the other clip is misaligned within the jaws partially exposed. Based on the photo reviewed, the event described was confirmed, however no conclusion or root cause could be determined. Hands-on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Additional information received: a photo of clips from procedure was received for review. Review is in progress and not yet completed. A supplemental medwatch will be sent with any additional information upon completion of the photo review.

Manufacturer narrative:
(B)(4). Date sent: 3/23/2020. H2: additional information received: a photo was received for review. The photo shows the device from jaw area inside of patient and a malformed clip is visible in the jaws along with a misaligned clip that appears to be pushing the first clip. Based on the photo alone, the event described is confirmed, however no conclusion or root cause could be determined as device was not received and no hands on device analysis could be performed.